Event description:
The biomedical at the hospital, alleged the following event to (B)(4), "the implant fractured in a spontaneous manner without traumatic context." The device was implanted in 2002 at the (B)(6) hospital and was explanted and changed on (B)(6) 2011."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s.; but a similar device is commercially available in the u.s.